Event description:
A collamer three-piece lens broke, but there was no rpeort of any malfunction or pt injury. Additional information has been requested from the user facility, but none has been forthcoming.